Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 12 (us regio #7) fractured. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading caused by long term overloading of the implant.